Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the supplier facility and evaluated. It was reported that the device was bent. Per evaluation findings, this complaint can be confirmed. It was found during evaluation that the outer tube was damaged, there was no needle, and there were broken lenses in the optical system. The issues were resolved with spare parts and the device was found to be working according to the specifications after carrying out the repair activities. Due to the replacement of parts, the serial number was changed to (B)(4). User mishandling, lack of maintenance and/or a fall from the customer can be the most probable root causes of the identified failures. The potential causes for these issues are not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the employee via phone they noticed that both hd scopes were bent when they were going through a quality check. There was no case involved.